Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed speaker. The rear case which contains the speaker was replaced.

Event description:
It was reported that a spectrum pump had no audio during therapy (medication, programmed amount and delivery rate unknown) in the coronary care unit. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.